Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device with a cracked touchscreen became nonfunctional and unusable, and the patient experienced trouble using the device afterward; the device component implicated was the touchscreen and the problem aligned with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen and a fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.